Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage from the catheter root attached to the wing component. The hcp placed the catheter into the blood vessel and confirmed blood backflow and then saw blood leaking from the catheter root attached to the wing component.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage from the catheter root attached to the wing component. The hcp placed the catheter into the blood vessel and confirmed blood backflow, and then saw blood leaking from the catheter root attached to the wing component.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. Bd received a used 24 gauge nexiva unit from lot 2278239 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned unit and observed that a portion of the nose of the adapter was flattened. Next, the engineer inspected the returned unit under a microscope and observed that right above the nose of the adapter was tear in the catheter tubing running parallel to the tubing. The tear was long and thin which was unusual and not typically seen near the nose of the adapter. Also, the tear appeared to be lined up with the location of the damage to the catheter adapter and began where the damage to the catheter adapter ends. Given these observations, it was likely that the damage to both components was related. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the manufacturing equipment and the device. H3 other text : see h10.